Manufacturer narrative:
The esu was not returned for an evaluation because the hosp's biomedical dept checked the outputs and found them to be within specification (note: the unit has been put back into service). In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. Upon performing the hot biopsy/snare work, the remaining colon wall was not sufficient to stay intact. Most likely there were many factors involved in the situation (for example, the pt's age/pt being elderly, pt's condition, etc). However, no conclusive determination could be made as to the cause of the event. To further address the issue, additional in-service work was performed at the hospital in 2008. No trends were identified with the reported incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an esu was used in a colonoscopy to perform a hot biopsy/snare procedure. The settings for the generator were 25 watts, effect 1. The pt's colon wall was perforated and surgery was performed to address the issue. The pt is in stable condition.